Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -7.50 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
The patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/20. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was broken. (B)(4): secondary surgical intervention, lens exchanged for shorter same model/diopter lens. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per the dfu of this lens model,implantation of lens in a patient under the age of 21 years is contraindicated. This patient was (B)(6) at the time of implantation. Date for the initial MDR should be corrected to 11/19/2016. (B)(4).